Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - no conclusion could be drawn as the subject smarttouch tablet was not returned for investigation. - the complaint investigation could be reopened in case of new information received related to this event.

Event description:
Reportedly, during the replacement of an ICD, the tablet turned off when it was picked up, despite being fully charged and plugged in. It was later observed that the tablet turns off each time it is moved.